Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k082590.

Event description:
On (B)(6) 2011, the lay user/patient's mother contacted lifescan (lfs) alleging that the patient's onetouch ping meter was reading inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation. The patient's mother reported the alleged issue began on (B)(6) 2011 at 6:42am. The patient's mother reported blood glucose readings of "306, 413, 349, 464, and 218 mg/dl" with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. The mother informed the cca that the patient manages her diabetes with an insulin pump. On the onset of the alleged issue, the mother claimed the patient had tested positive for ketones. In response to the reported issue and the symptom, the mother indicated the patient had administered 3 units of novolog insulin immediately after. According to the mother, there were no additional blood glucose meters used at the time of the alleged issue. At the time of troubleshooting, the cca noted the patient's process for testing was correct, the subject meter's unit of measure was correct, and the results obtained were from the same approved sample site. A quality control solution test was not performed since the patient's mother did not have the solution available. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The alleged high readings correlated with the patient's symptom and treatment. However, this complaint is being reported because the alleged issue remained unresolved.